Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a lack of pain relief. An inquiry of the pump displayed an error code which could not be cleared. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4). The device evaluation determined that the cause of the failure was due to corrupted memory.